Event description:
Consumer reports that she developed an acute allergic reaction after using bandage with antimicrobial agent. Went to doctor and was given increased dosages of benadryl.

Manufacturer narrative:
Evaluation summary: evaluation date/time: in 2007, 11:41:45. Complaint laboratory received 2 new ace 4in elastic bandages in boxes, along with 4 similar bandages, out of box but not worn, and 2 additional ones which appear to have been worn. The customer claims she developed an acute allergic reaction after using the antimicrobial bandage. The bandages were examined and found to be made to spec. With proper materials. The 8 bandages all have the word 'antimicrobial' printed on them. In addition, the label on the boxes returned, shows the word 'antimicrobial' with information indicating that the antimicrobial treatment inhibits the growth of bacteria on the bandage. There is also a caution note on the boxes indicating that the product contains natural rubber latex which may cause allergic reactions. Cannot confirm complaint as a mfg defect. No further action is required.